Event description:
It was reported that during the implant procedure, it was impossible to use the stylets. The sytlets could not be maneuvered inside the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) all conductors distorted. Upon inspection, it was noted that the all conductors of the lead were distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.